Event description:
Reportedly, on (B)(6) 2018, the patient felt pain during the night (around 2:30 a.m). He experienced muscle tremor, up to his shoulder. Due to the pain worsening, an emergency physician was contacted. The pacemaker was interrogated at the hospital and the displayed battery impedance was 10 kohms. No explanation on the muscle stimulation experienced was provided to the patient. The last pacemaker follow-up was performed on (B)(6) 2018 and the battery impedance was 8.827 kohms. The next follow-up was scheduled for (B)(6) 2018. The subject pacemaker was explanted on (B)(6) 2018 and replaced. No further muscle stimulation was reported after the pacemaker replacement. Preliminary analysis results suggest that the nominal settings (automatically programmed after the eri was reached) could have induced the reported muscle stimulation.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2018, the patient felt pain during the night (around 2:30 a.m). He experienced muscle tremor, up to his shoulder. Due to the pain worsening, an emergency physician was contacted. The pacemaker was interrogated at the hospital and the displayed battery impedance was 10 kohms. No explanation on the muscle stimulation experienced was provided to the patient. The last pacemaker follow-up was performed on (B)(6) 2018 and the battery impedance was 8.827 kohms. The next follow-up was scheduled for (B)(6) 2018. The subject pacemaker was explanted on (B)(6) 2018 and replaced. No further muscle stimulation was reported after the pacemaker replacement. Preliminary analysis results suggest that the nominal settings (automatically programmed after the eri was reached) could have induced the reported muscle stimulation.